Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received his scs system, including an ipg, on (B)(6) 2010. It was reported that the ipg began to turn itself off intermittently. The pt was allegedly still able to communicate with the ipg and recharge. The physician subsequently explanted and replaced the ipg on (B)(6) 2011. No further pt complications were reported.